Manufacturer narrative:
H11: complaints database review revealed no similar events since unit¿s installation. No concerning trend was highlighted for reported failure modes. Based on investigation findings and considering the results of investigations of similar events, the most likely root causes of the reported event could be the following: - user perception about the time that machine requires to cool/heat to the desired value, - an improper external tubing connection; - a temporary internal electrical failure as a false contact or bad connections which was definitively fixed by service technician throughout the equipment service activity. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
H11: a livanova field service engineer was dispatched to the facility to investigate the unit. The issue could not be confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.11 livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report of temperature control malfunction related to heater-cooler 3t system. The issue occurred during priming. There was no patient involvement.